Event description:
It was reported that during a procedure involving the ep spd2-060-320 spider fx embolic protection device, a calcified lesion and plaque were present in the mid segment of the common carotid artery, with 70% lesion stenosis, moderate vessel tortuosity, and moderate vessel calcification. During the surgery, the embolic protection device could not be retrieved into the delivery catheter, and another device was used to complete the procedure. The device was in the patient's body and was removed normally without any special measures. The supplied recovery catheter was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the ep spd2-060-320 spider fx embolic protection device, a calcified lesion and plaque were present in the mid segment of the common carotid artery, with 70% lesion stenosis, moderate vessel tortuosity, and moderate vessel calcification. During the surgery, the embolic protection device could not be retrieved into the delivery catheter, and another device was used to complete the procedure. The supplied recovery catheter was used. No patient complications have been reported as a result of this event. Additional information on 16-jun-2025: the device was in the patient's body and was removed normally without any special measures.

Manufacturer narrative:
Product analysis: device returned with the filter basket loaded within the delivery catheter. Filter basket would not advance or retract past the point of which it was returned distal end of delivery catheter deformed, and detached from remainder of the device clear section of delivery catheter detached from remainder of the device. Detached components of the delivery catheter, and clear section of the delivery catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.